Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, intra-op, at the time of inflating the balloon, the depressed fragment was not raised as expected. The surgeon re positioned the ball several times trying to achieve the appropriate reduction, inflated again until the 290 psi, when the ball exploded. It was necessary to remove the dye, perform washing and fracture was reduced and additional graft was placed. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: during functional analysis it was not possible to inflate the balloon due to a leak on the device. Visual analysis confirmed the presence of a leak due to a radial rupture of the balloon on the proximal peak of the balloon conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture is attributed with contact of the balloon with bone splinters during surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.